Manufacturer narrative:
(B)(4). Date initial report sent: (B)(4) 2010.

Event description:
Procedure type: lap band procedure. According to the reporter: the blade on versaport plus rpf failed to retract after insertion through the abdominal wall by experienced user. Patient outcome: approx 50 cc blood loss and increase in operating room time by 15 minutes. A new instrument was used to complete the procedure. No patient injury was reported.